Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cib jay krishuk, rep. Sparks. Po: wcb. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Although no signs of moisture residue from water ingress were noticed on the rf board or inside the chassis, moisture residue was noticed on the front of chassis. Therefore the probable root cause could be that water ingress caused a short. Gtin: (B)(4).

Event description:
It was reported that the console was sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the console was sparking.